Manufacturer narrative:
(B)(4). Manufacturing year 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient required anterior vitrectomy after capsulotomy vitreous got in the anterior chamber in right eye.

Manufacturer narrative:
Manufacturing site reported the month the product was manufactured: december. Therefore dec-2012 is the manufacturing date. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.